Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
An arthrex employee has reported that a patient developed an infection in the surgical area. The prosthesis was exchanged. It was further reported that the customer is looking for germs on the prosthesis. No further information received. Update 30-july-2020: further information were provided that the initial surgery was performed in (B)(6) 2019. The reported product was replaced during the revision. The infection was identified on (B)(6) and the revision was performed on (B)(6) 2020.